Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1 & #2). Per operative notes, ¿the direct hernia sac was identified and dissected. A large perfix plug (device #1) was placed and tacked. The prolapsing cord lipoma was dissected. A medium size perfix plug (device #2) was placed and tacked.¿ (B)(6) 2009 - patient was diagnosed with recurrent left inguinal hernia with pain thereby underwent open repair with implant perfix plug (device #3). Per operative notes, ¿moderate amount of scar tissue was excised. The defect was identified and dissected. A perfix plug (device #3) was placed with onlay mesh and tacked to pubic tubercle.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with implant of bard flat mesh (device #4). Per operative notes, ¿the hernia sac was identified and reduced. A bard flat mesh (device #4) was placed and tacked."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This emdr represents the perfix plug (device #3). An additional supplemental emdr and an emdr were submitted to represent the perfix plug (device #1 & #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.